Event description:
The device was returned to medtronic to be reworked in accordance with FDA field action number. During preliminary inspection of the device it was observed that the device failed to power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
The returned device was evaluated by physio-control's failure analysis center. The reported problem was verified. The root cause of the reported failure was determined to be due to tin whiskers on the switch flex assembly shorting contacts 7 and 8 on connector j1. The customer received a replacement device.